Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to an unknown procedure, a ncircle tipless stone extractor was tested after being removed from the packaging and found the basket would not completely close. Another ncircle tipless stone extractor was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this issue.

Manufacturer narrative:
Event description: it was reported on (B)(6) 2020 of an incident involving a ncircle tipless stone extractor ntse-022115-udh. The device reportedly would not close fully before use during an unspecified procedure on (B)(6) 2020. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. The support sheath was bent starting at 1cm from the mlla..with the handle in the closed position, 3mm of the basket formation protrudes from the distal end of the basket sheath. The handle was disassembled. The basket formation could be manually actuated. The handle was reset and reassembled. The handle now actuates the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that would not fully close. When closed, the basket extended from the distal end of the basket sheath 3mm. There are multiple possible causes: 1) the basket assembly may have moved within the handle, however the collet knob that holds the assembly in place was found to be tight and secure. 2) the sheath may have been damaged, affecting its length. No significant damage was noted, but the support sheath was bent near the handle. 3) the device may not have been assembled correctly, but all devices are inspected multiple times during manufacturing and quality control checks for proper operation. There was not enough evidence available to determine a likely cause for the issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.